Event description:
The customer biomedical engineer (biomed) reported there was a speaker malfunction with no audio. The biomed confirmed there was no audio from the device; the device will be returned for further investigation. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: data correction to device identifier.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported speaker malfunction with no sound was confirmed; speaker related. As of 26jan2024, multiple attempts (5) were made to have the customer approve the quote for repair of the device was unsuccessful; the customer did not respond. The device was returned back to the customer unrepaired. The investigation concludes that no further action is required at this time.